Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.50 x 16mm stent delivery system was returned for analysis without the stent. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture is within max crimped stent profile measurement. The balloon cones were reviewed, with crimp markings visible on the exposed balloon profile. The balloon does not appear to be in an inflated state. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 14feb2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced but failed to cross a previously placed stent. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good. However, returned device analysis revealed stent detachment.